Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tray pack residue with the incident lot was observed.

Event description:
It was reported that the foam from tray is clogging instrumentation probe with a bd vacutainer® sst¿ blood collection tubes. This occurred on 60,000 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the tube, it found that it packed foam tray dropped foam particles, leading the sensor damaged.